Event description:
The customer reported that during a laparoscopic cholecystectomy procedure, the patient's gallbladder was burned due to the unit being unintentionally activated and no one hearing the activation tone or the activation light coming on. Prior to the event, the surgeon had put an unknown long diathermy needle down the laparoscopic port and requested the anesthetist to reposition the operating table. While repositioning the table, the coag footpedal was unintentionally activated due to a bed being lowered onto the footswitch, causing the needle to activate and burning a hole into the gallbladder. The site's biomedical engineer was call in to test the machine but could not find any fault. The operation continued and the gallbladder was successfully removed. Questions have been asked regarding the degree of burn, but information was not provided.

Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification. The investigation found the footpedal to function normally.